Event description:
It was reported the patient was operated on for aortic stenosis, peak gradient 96 mm/hg, mean 58 mm/hg and CABG. One day post op, tee showed transvalvular leakage. Reoperation was performed 4 days later. The valve showed no visual problems and was replaced with a sjm masters series mechanical valve. Add'l info has been requested.